Manufacturer narrative:
Product event summary: analysis found the battery contacts were contaminated. Analysis also found the upper case was damaged (screw mounting point). It was noted all bail and ring attachments were missing.

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.